Event description:
While repositioning the patient, the table showed locked, but it rotated causing the patient to fall.

Manufacturer narrative:
As part of the device evaluation and preventive maintenance check, it was observed that the rotation lock located on the head end assembly is a friction lock and was worn out possibly due to repeated usage and/or abuse of the table. An evaluation of replacing the head end assembly was thus made by the manufacturer. The root cause of the observed malfunction is thus been deemed as wearing/aging of the rotation lock due to suspected frequent usage and/or abuse.

Event description:
While repositioning the patient, the table showed locked, but it rotated causing the patient to fall.